Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt's j702 component being broken off the dn pca board. The electrode belt was unable to complete falloff testing. The root cause for the broken j702 component was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204.